Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 8/24/15 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, glenosphere was loose on top of the glenoid. It appeared to be spinning causing the metallosis. Osteolysis was also mentioned. The humeral stem was noted to be well fixed. The primary operative note still hasn't been provided. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:9/18/2015.

Manufacturer narrative:
The device associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The initial reporting stated no additional investigational inputs were available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain, glenosphere and metaglene loosening. It was reported that there was metallosis present due to the glenosphere spinning on the metaglene. Metaglene screws quantity of 4 were removed.